Event description:
The pt reported having two stents implanted in unk vessels for unk reasons in late 2006. Two add'l stents were implanted in unk vessels for unk reasons in 2007. The pt reported shortness of breath. Treatment for this included a 3-4 day hospitalization and a coronary artery bypass graft in approx seven months later. The symptoms have since resolved. The pt's concomitant medications include vytorin, atenolol and aspirin. These medications are ongoing.

Manufacturer narrative:
This male underwent coronary bypass surgery at some point after receiving 4 cypher stents. Medical history includes hyperlipidemia, and coronary artery disease. Prior to the surgery, the pt was experiencing shortness of breath, which resolved after coronary bypass. Attempts to obtain add'l info were unsuccessful; the status of the stents is not known. None of the prods could be returned for eval; they remained implanted. A device history record review was performed and showed that this lot of prods met all requirements per the applicable mfg quality plan. Restenosis is a potential adverse event associated with coronary artery disease. Pt's who are known to be at high-risk for restenosis included those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions; however, without add'l info, it is not possible to confirm the restenosis or determine what factors may have contributed to this event. This is one of four medwatches associated with this event. The mfg report #'s are: 3003742446-2008-00077, 3003742446-2008-00078, 3003742446-2008-00079, and 3003742446-2008-00080.